Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1426, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer was put under with general anesthesia in an operating room to have essure implanted. After years of unexplained pain, bloating, and rashes, her physician told her that it was probably essure that was causing her issues. In 2015, she was submitted to a hysterectomy. After surgery it was found out that one of coils broke. Part of it was in her tube and the rest of it was attached to the back of uterus almost poking into bowels. Since hysterectomy bloating, pain, and rashes are almost gone. Ptc investigation result received on 16-oct-2015 ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy; after which it was found that one of coils broke. Part of it was in her tube and the rest of it was attached to the back of uterus. Device breakage is unlisted in essure's reference safety information; while the other events are listed. Abdominal, pelvic pain and uncharacterized pain may occur with essure therapy. In this particular case, consumer stated her symptoms started after essure insertion. Additionally, according to her, essure broke and part of it became attached to her uterine wall. This could have been a contributory role in consumer's pain. Although the exact mechanism of the events is unknown, considering their nature a causal relationship with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.